Event description:
The customer called and reported there was a deep scratch going across the whole insulin pump screen. The customer stated the device had hit a rock while she was hiking. Customer's blood glucose was not known. Customer stated the scratch was blocking reservoir status on the screen. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.